Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was originally implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2013. On a later date, endologix was made aware of this device appearing to have a fabric tear at the proximal extension and the main body. The physician has ordered additional CT scans and has not yet determined a treatment plan. In addition, the physician shared that the patient has been non-compliant with follow-up since the index procedure. It is unknown if the patient is symptomatic, but will continue to be monitored.